Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thump. Verified pump error 53 alarms (file number 2005 line number 5632) in the pump history download on 06/12/2024 13:07:23.000 is triggered when pump attempts to re-initialize/establish communication to the rf chip as per global logic analysis esf347087. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. The p-cap/reservoir does lock properly. The unit also was received with: battery tube threads - cracked, cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, stained keypad overlay, serial number label damage, and pillowing keypad overlay. In summary, critical pump error (open book image) absent during testing and in pump history. Pump error 53 was confirmed due to pump attempt to re-initialize/establish communication to the rf chip. The cosmetic damage was confirmed when serial number label missing was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.